Event description:
The event "inflammation with superimposed infection / inflammatory response with secondary infection" was amended to "delayed vascular compromise" and re-coded from "injection site infection" to "vascular occlusion". The country of the instructions for use were changed in all previous assessments. The physician reported the final diagnosis as delayed vascular compromise (of the transverse facial artery). At the time of this report, the patient was still recovering. The scab at the area was yet to completely heal. The patient was having prp (as reported) and growth factor injection in the affected area, to accelerate the healing process. The outcome of the event was considered as resolving.

Event description:
Follow-up information was received on 16-jan-2019: the reporter informed that the patient was undergoing fractional co2 laser and prp (as reported) for the scars but otherwise had fully recovered and had no more redness. Due to the provided information, the outcome of the event delayed vascular compromise was changed from resolving to resolved with sequelae.

Event description:
Follow-up information was received on 18-dec-2019: the reporter informed that the patient was recovering well and was having prp treatment (as reported) ongoing. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to precude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler lot 100118090 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient (weight (B)(6) kg). She was injected with a total of 1.8 ml of radiesse®, diluted with normal saline, into the cheeks (0.8 ml, with 0.4 ml per side), temples (0.4 ml, with 0.2 ml per side), nasolabial folds (0.4 ml, with 0.2 ml per side) and over the zygomatic bone (0.2 ml, with 0.1 ml per side), on 30-sep-2019. A 1.5 ml of radiesse® was diluted till 2 ml with normal saline and injected into the cheeks, temples and nasolabial folds in a fanning manner using a cannula into the subcutaneous layer and over the zygomatic bone at supraperiosteal plane. No prominent pain or swelling was noted after the treatment. Batch number was reported as 100118090 (expiry date 03/2021). A lot search was conducted on the reported lot and no cases were noted. On (B)(6) 2019, one week after the radiesse® treatment, the patient developed an inflammation with superimposed infection on the right cheek. She first noted pain over the right cheek. Skin surface was still normal. On (B)(6) 2019, swelling and redness started over the right cheek. The patient was started on cefuroxime 250 mg, two tablets daily for three days, arcoxia tablets and fucidic ream. On (B)(6) 2019, swelling and redness were still the same. The patient was further started on intravenous rocephin, 1g reportedly once daily, intralesional triamcinolone, azithromycin tablets, augmentin tablets and fcdc cream with second layer honey cream. On (B)(6) 2019, the patient returned with macerated skin and a small developing ulcer. She had completed three days of intravenous rocephin, three days of fucidic acid, and was given another intralesional triamcinolone and started on oral itraconazole. On (B)(6) 2019, redness and swelling were still present, reportedly the area was slightly warm, and a small ulcer had developed. The patient was given betamethasone, 0.5 ml intramuscularly, and was started on moxifloxacin. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of moderate intensity and possibly related to radiesse®. Follow-up information was received on 18-oct-2019:this case was upgraded to serious. The event term 'inflammation with superimposed infection' was amended to 'inflammation with superimposed infection / inflammatory response with secondary infection'. The physician did not provide a conclusion on a final diagnosis but classified it as an inflammatory response with secondary infection. According to the reporter, there was no life-threatening state or permanent damage, as to the current day of treatment. In regards to the treatment regimen, the physician was a little aggressive on the treatment, as the patient was hosting her daughter's wedding this weekend, as reported, so there was a lot of persistence from the patient's side to reduce the swelling and pain. The treatment was aimed to relieve symptoms and to avoid risk of any permanent damage. At the time of the report, the ulcer was drying up, with less redness but the area was still tender on touch. Due to the provided information, the outcome of the event was considered as resolving and therefore it was changed from not resolved. Follow-up information was received on 21-oct-2019:the suspect product was confirmed as radiesse(+)® and re-coded from radiesse®. Follow-up information was received on 31-oct-2019: the reporter informed that at the time of this report, the patient was healing and had no more pain and swelling. The physician was planning for 'prp' (as reported), next week. Due to the provided information, the outcome of the event remained unchanged.